Event description:
During a low anterior resection procedure, staples did not form on one side of the staple line. Procedure was completed with a device of a different product code. There was no pt consequence.